Event description:
On (B)(6) 2025, a patient had been wearing a pod between 49 and 71 hours on the abdomen. The patient received an "automated delivery restriction" error message, which coincided with elevated blood glucose (bg) levels exceeding 480 mg/dl. Despite application of a second pod, glucose levels remained high. The patient went to (B)(6) hospital. Reported symptoms included thirst, nausea, and vomiting. The patient was hospitalized for two nights (B)(6), the patient was treated with infusion. The pod remained on the patient's body in manual mode throughout the three days. On may 13 a new pod was applied and bg's had stabilized.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Cloud - locked down/smartphone data not available cloud - omnipod 5 software app version data not available cloud - smartphone operating system data not available cloud - smartphone hardware data not available cloud - cgm sensor type data not available. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.